Manufacturer narrative:
After a non-cordis balloon catheter was inflated for pre-dilatation, a 6 x 40 mm 155 cm saber rx percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion for another inflation; however, it ruptured at eight (8) atmospheres (atm). Therefore, it was replaced with a new non-cordis balloon catheter. The procedure was completed successfully. There was no reported serious injury. The target lesion was the left common femoral artery. The patient¿s vessel level of tortuosity and calcification were unknown. The rate of stenosis was high. There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device was prepped according to instructions for use (IFU). The device was prep normally. Initially, a contralateral approach was made from the right femoral artery. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17336357 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (high stenosis) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a non-cordis balloon catheter was inflated as a pre dilatation and a saber pta balloon catheter (r x 6 mm 4 cm 155) was delivered to the lesion for another inflation. However, it ruptured at 8 atm. Therefore it was replaced with a new non-cordis balloon catheter. There was no reported serious injury. The target lesion was the left common femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was high. There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device was prepped according to instructions for use (IFU). The device was prep normally. Initially, a contralateral approach was made from the right femoral artery. The product was removed intact (in one piece) from the patient. The procedure was completed successfully. The product will not be returned for analysis.